Event description:
It was reported by the patient that the physician informed the patient that the lead is "wearing out and needs to be replaced". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.